Event description:
It was reported that when customer started priming after opening the product, bonding connection between zero stopcock and sensor was detached.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Flotrac kit. Flotrac housing male luer was completely broken off from bonded zero-stopcock. The broken luer stuck inside zero-stopcock female luer.